Event description:
Fractional laser resurfacing of the face, neck, chest with the fraxel repair laser from solta medical. Treatment was done at standard settings and the pt developed erosions on her neck and chest that healed with permanent scaring. I called solta medical to advise them of this event last spring -spring of 2009-. They said that they -solta- would contact you. As it has been over a year I thought that it would be best to contact you directly. I entered form 3500 for my pt (B)(6) last night from home. I did not have the serial number at home and indicated on the form that I would submit it via email. The machine was produced by (B)(4) (now owned by solta medical, on the form I had indicated solta but should it be listed as (B)(4) as that was the name of the company at the time of purchase in 2008. Although, now the machine is handled by solta because they purchased reliant medical). The machine was built in 2008 and (B)(4). Dose or amount: 20mj, frequency: 20% final-density, route: top. Dates of use: (B)(6)2008 - (B)(6)2010 I still use this laser. Diagnosis or reason for use: usually used for rejuvenation wrinkles.